Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2024.

Event description:
It was reported that the patients implantable pulse generator (ipg) site had dehisced. The patient underwent a revision procedure wherein the physician sutured the pocket site. The patient was doing well.